Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:28:20. During night drain cycle five, the patient's ultrafiltration reading was 2069ml, indicating the home patient (hp) drained 2069ml more than their maximum programmed fill volume of 2800ml. No additional information is available.